Manufacturer narrative:
The actual device is under investigation. However, the failure to osseointegrate is a well- documented inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The patient reported of pain. However, no serious injury was reported to the patient. The bone type was type I. No infection was reported at the implant site and no abnormality observed with the implant itself.